Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 272.265s lot: l740417 manufacturing site: bettlach release to warehouse date: 01. Feb. 2018 the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate l703370 was reviewed and the used material was according to iso-5832-1 specification for implants for surgery review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality reviewed the x-ray provided. The received x-ray picture confirm the issue as per event description; the complaint therefore has been determined to be confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, age, date of birth, and weight not available for reporting. Date of device breakage is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient was implanted with the proximal femoral nail antirotation (pfna) nail, blade, and 4.9mm locking bolt in (B)(6) 2018. On unknown date it was determined the nail was broken at the locking hole. Patient was returned to surgery on (B)(6) 2018 for revision. It is not known what was implanted at that time. Concomitant devices reported: pfna blade (02.027.035s, lot l469367, quantity 1), 4.9mm locking bolt (part number unknown, lot number unknown, quantity 1). This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).